Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that she started to have to go to the bathroom more often yesterday (B)(6) 2017 and leaking last night also. The patient device was sync and was noted on. The patient adjusted stimulation to 0.5. The patient also reported a fall that could be related to the reported issue. The patient stated she has an appointment with doctor tomorrow to check the implant. The patient reported sometimes she felt a cramp in her right leg since implant. No further patient complications have been reported because of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had little control of their bladder anymore, noting that it was definitely like it was when they went into surgery. Two weeks after they were implanted, they had a reconstruction surgery of their bladder and vagina where everything was lifted. All of a sudden, the patient seemed to have lost their ability to hold water, their bowels were very loose and doing similar things, but they expected that to happen because, previously, their bowels moved on a regular basis. At the time of the report, they were actually wetting themselves and, previously, had never leaked at all with the stimulator. It was almost like their muscles let go, which they thought could actually be happening because they had surgery and it was, maybe, not healed yet. It had only been one week since their bladder surgery. They weren't sure if the machine wasn't working or if it was a side effect of the surgery, noting that their machine was working previously. They stated that the first report was after their surgery and they were a little out of it with the medication at the time. They confirmed that they were on program 3 and saw the "stim on" icon, but wasn't feeling stimulation sensation. They were able to increase the amplitude until they could feel it.